Event description:
It was reported that the trials have green discoloration and need to be replaced. The event did not happen in surgery.

Manufacturer narrative:
PRODUCT COMPLAINT #(b)(4).This report is being submitted pursuant to the provisions of 21 CFR, Part 803 (and/or Part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by DePuy Synthes, or its employees that the report constitutes an admission that the product, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.Additional Narrative:H3, H6: INVESTIGATION SUMMARYIt was reported that the trials have green discoloration and need to be replaced. The event did not happen in surgery.The product was returned to DePuy Synthes for evaluation.Visual inspection of the returned device found what appears to be a discoloration of the device or a green foreign substance attached/stained into the device surface. No other cosmetic anomaly was identified on the evidence provided. Although there is no certainty of the origin of the foreign substance/matter, potential cause can be traced to improper cleaning/maintenance of the device. As per IFU, the following precautions need to be followed during the cleaning/maintenance process: 1) Prepare an enzymatic neutral pH cleaning solution in accordance with the manufacturer¿s instructions; 2) Soak soiled instruments per manufacturer¿s instructions (minimum of 5 minutes) in the enzymatic solution; 3) Use a soft bristle brush to remove all traces of blood and debris; pay close attention to any hard-to-reach areas, textured surfaces, or crevices; 4) Rinse the instrument thoroughly with warm tap water; and 5) If possible, ultrasonically clean the instrument for 10 minutes in neutral pH detergent, prepared in accordance with the manufacturer¿s instructions and rinse the instrument thoroughly with warm tap water; and 6) Dry the instrument immediately after final rinse. Properly handling and¿attention to the approved use of the device diminishes the risk of failure.A dimensional inspection was not performed since it was not applicable to the complaint condition.A functional test was not performed since it was not applicable to the complaint condition.The overall complaint was confirmed as the observed condition of the ATTUNE FB PS TRL would have contributed to the complained device issue.¿Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of DePuy Synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.DEVICE HISTORY LOTThe product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A Manufacturing Records Evaluation (MRE) was not performed.